Event description:
Received an email response from (B)(6) on (B)(6) 2025 confirming that the patient was able to complete treatment on the reported day. The pdrn stated the patient went into the hospital. The admission date was on (B)(6) 2025 due to slow drains and catheter migration to the patient's pelvis. The patient was discharged on (B)(6) 2025 and readmitted on (B)(6) 2025. The pdrn stated the patient's symptoms before each hospitalization were incomplete drains. The pdrn stated the issue is not related to the pd treatment or (B)(6) product. The pdrn stated the patient did not change modality as he stays in peritoneal dialysis underwent pd treatments. Pdrn stated the patient is currently evaluated by a surgeon for a new pd catheter. There was hospitalization due to slow drain and catheter migration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).